Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number:(B)(4).

Event description:
It was reported that a patient suffered a bowel perforation, reportedly due to a momentary loss of light. They had to have a second procedure (laparotomy) a few days later and are currently in itu.

Manufacturer narrative:
No error found. Light source works correctly. Long-term test successful. Defect for the failure of the light must be in the periphery. Long-term test performed and no error detected. Found log files are standard error messages which are written to the log files during normal operation. Otherwise, no entries in the log files. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).